Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new different lead model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR = no report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new different lead model was implanted. No additional adverse patient effects were reported. Additional information received which indicates that this rv lead was explanted due to physician discretion. This rv lead was returned for analysis. No adverse patient effects were reported.